Manufacturer narrative:
The filter of the of the angioguard rx 6.00mm 180 embolic capture guidewire (ecgw) remained open at the end of the procedure. The procedure was completed by simply removing the filter but based on the fact that the filter remained open, the operator needed to use extra effort to remove it. There was no reported patient injury. The operator is an expert user of this device. The product was stored, inspected, handled, and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to use. The intended lesion was located in the carotid bifurcation. The target lesion vessel diameter was 6mm. The angioguard was sized larger than the vessel as instructed in the IFU. The device passed through acute bends. There was no thrombus present prior to, at, or after the lesion site. There was no difficulty advancing the capture sheath to the lesion which was not pre-dilated prior to stent implantation. The ratio of contrast to fluid was 3/4. During filter retrieval, the retrieval sheath was being advanced while the filter wire was fixed. There was no filter basket deformation. Prior to filter removal there was no thrombus noted within the filter. There was no reported patient injury. The device was received for analysis. One non-sterile rx/6mm basket diameter/180cm unit was received coiled for analysis inside a plastic bag. The device was unpacked to proceed with the product evaluation. During visual inspection, the capture sheath with the ecgw already inserted were returned for evaluation. A separation was noted on the distal end of the capture sheath. No other anomalies were observed. Functional analysis could not be performed due the condition of the unit, as received. Due to the separated condition noted on the capture sheath, a microscopic (sem) analysis was performed, and results showed that the separated area of the capture sheath of the unit presented evidence of elongations. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the capture sheath was induced to a tensile force that exceeded the material yield strength prior to the separation. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 35265656 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿capture system ¿ capture difficulty¿ was confirmed since the capture sheath was found separated, thus the difficulty to capture. Due to the separated condition noted on the capture sheath, an investigation is being conducted as the reported event is a manufacturing related issue. According to the instructions for use (IFU) ¿the filter basket is used for trapping emboli during coronary, carotid, and peripheral procedures. It consists of a thin, porous membrane supported by a fine metal skeleton. In the collapsed state, the filter basket has a very low profile. To exchange an angioguard rx emboli capture guidewire system that has captured its capacity of emboli: remove all interventional devices from the angioguard rx emboli capture guidewire. Prep the capture sheath as outlined in the preparations for use section, step 14 of section ix. Load the capture sheath over the proximal end of the angioguard rx emboli capture guidewire. Grasp the guidewire proximally as it exits the rx port and advance the capture sheath through the open hemostasis valve. Continue to advance the capture sheath until the distal capture sheath marker band is adjacent to the proximal filter basket marker band. This collapses the filter basket. Using fluoroscopy, confirm filter basket closure by ensuring reduction of diameter of the radiopaque strut marker bands. Note: the emboli that have been captured may not allow the angioguard rx emboli capture guidewire to reach its initial low profile.¿ the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, a corrective/preventive action will be taken at this time.

Event description:
As reported, the filter of the of the angioguard rx 6.00mm 180 embolic capture guidewire (ecgw) remained open at the end of the procedure. The procedure was completed by simply removing the filter, but based on the fact that the filter remained open, the operator needed to use extra effort to remove it. There was no reported patient injury. The operator is an expert user of this device. The product was stored, inspected, handled, and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to use. The intended lesion was located in the carotid bifurcation. The target lesion vessel diameter was 6mm. The angioguard was sized larger than the vessel as instructed in the IFU. The device passed through acute bends. There was no thrombus present prior to, at, or after the lesion site. There was no difficulty advancing the capture sheath to the lesion which was not pre-dilated prior to stent implantation. The ratio of contrast to fluid was 3/4. During filter retrieval, the retrieval sheath was being advanced while the filter wire was fixed. There was no filter basket deformation. Prior to filter removal there was no thrombus noted within the filter. The device is expected to be returned for evaluation. The product evaluation noted a separation on the distal end of the capture sheath.

Manufacturer narrative:
The product history record review was conducted for lot 35265656 and the product met quality requirements for product acceptance. The device was received for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the filter of the of the angioguard rx 6.00mm 180 embolic capture guidewire (ecgw) remained open at the end of the procedure. The procedure was completed by simply removing the filter, but based on the fact that the filter remained open, the operator needed to use extra effort to remove it. There was no reported patient injury. The operator is an expert user of this device. The product was stored, inspected, handled, and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to use. The intended lesion was located in the carotid bifurcation. The target lesion vessel diameter was 6mm. The angioguard was sized larger than the vessel as instructed in the IFU. The device passed through acute bends. There was no thrombus present prior to, at, or after the lesion site. There was no difficulty advancing the capture sheath to the lesion which was not pre-dilated prior to stent implantation. The ratio of contrast to fluid was 3/4. During filter retrieval, the retrieval sheath was being advanced while the filter wire was fixed. There was no filter basket deformation. Prior to filter removal there was no thrombus noted within the filter. The device is expected to be returned for evaluation.